Manufacturer narrative:
The following information has been provided: d.4. Medical device lot #: 0148670; d.4. Medical device expiration date: 2025-05-31; h.4. Device manufacture date: 2020-05-27; d.4. Medical device lot #: 0149427; d.4. Medical device expiration date: 2025-05-31; h.4. Device manufacture date: 2020-05-28.

Event description:
It was reported that syringe 10ml ll bns had a bent tip. The following information was provided by the initial reporter: "it was reported by the distributor that the syringe has plastic deformation."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ll bns had a bent tip. The following information was provided by the initial reporter: "it was reported by the distributor that the syringe has plastic deformation."